Event description:
While the orthopedic surgeon was suturing the right ankle, the tip of vicryl 2-0 on a ps-2 needle broke off. A small piece of the tip is retained in the patient. No harm to the patient.